Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was admitted to hospital due to cerebral infarction, and the doctor ordered a disposable sterile catheter to drain urine. Later a small amount of blood appeared in the urinary canal, and the doctor ordered to flush the bladder. After 10 minutes of inspection, the catheter fell out of the patient and found to be ruptured. Per additional information via email from ibc on 28oct2020, however there was no special medical intervention required.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. Corrections: b, d. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient was admitted to hospital due to cerebral infarction, and the doctor ordered a disposable sterile catheter to drain urine. Later a small amount of blood appeared in the urinary canal, and the doctor ordered to flush the bladder. After 10 minutes of inspection, the catheter fell out of the patient and found to be ruptured. Per additional information via email from ibc on 28oct2020, however there was no special medical intervention required.